Event description:
The manufacturer received information alleging an "incident" occurred for a trilogy evo o2, international device. There was no allegation of patient harm. During the evaluation of the trilogy evo o2, international device at the manufacturer's service center, it is documented that the device has a fault in the test; internal valves need to be replaced. The device's proportional valve (aecm) and 3-way solenoid valve to address the issue. The service technician documented that the customer's own configuration is maintained. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. To ensure proper operation of the equipment, we recommend that you use only philips-approved accessories and consumables.